Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt

Event description:
During the coiling procedure of the r-pcom artery, friction was noted when advancing the first coil (cashmere 14 cerecyte microcoil -crc14123030/g15157) via an echelon 10 (mc) microcatheter, and then withdrew it and noted the coil had already stretched. The device was changed to another one to complete the procedure. No vessel code attributes were provided. No adverse event on the patient, and the component will be return for analysis.

Manufacturer narrative:
During the coiling procedure of the r-pcom artery, friction was noted when advancing the first coil (cashmere 14 cerecyte microcoil -crc14123030/g15157) via an echelon 10 (mc) microcatheter, and then withdrew it and noted the coil had already stretched. The device was changed to another one to complete the procedure. No vessel code attributes were provided. No adverse event on the patient and the component will be return for analysis. The coil was returned mechanically detached from the device positioning unit (dpu). The proximal section of the coil was returned severely stretched. The coil¿s socket ring was severed from the soldered section on one side. The coil unraveled out of the distal soldered section. No material defects were found at these sites. The dpu and the introducer sheath were returned completely separated from each other. The proximal end of the stretched coil was found protruding outside the sheath 54.0 centimeters off the distal tip of the green introducer. There is no external mechanical sheath damage that resulted in an opened skive at the protrusion site. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. The most likely contributing factor to the coils protrusion outside the sheath, the coil stretching, and its eventual mechanical detachment occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notch extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the core wire and coil to protrude outside the sheath and the proximal section of the coil to stretch. The mechanical detachment of the coil most likely occurred when the dpu which was already outside the sheath was retracted. The coil which most likely was anchored inside the sheath and possibly by the resheathing tool was mechanically detached when the dpu was retracted. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ ).¿ in addition, without the return of the echelon 10 microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis, the reported event of stretched coil was confirmed, but no conclusion can be made regarding the resistance encountered during insertion of the mere 14 cerecyte microcoil via the echlon-10 microcatheter that may have contributed to the event. Additional with the limited information is not possible to determine all procedure guidelines were followed, constant flush through the microcatheter, etc. With review of the device history records there is no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.